Event description:
As reported by the user facility: complaint description: attempting to infuse d5w with 150 meq hco3 at 250cc/hr. Multiple air" alarms due to the collection of "champagne" bubbles along the entire tubing length. 45 minutes spent trying to clear the alarm. Several ml's of the medication was flushed into the garbage trying to clear the air. This was time/medication taken away from my critically ill patient who had a lactate of 12 and a ph of 7.0. This also delayed the assessment of the patient. This situation necessitated the support of an additional rn to change the entire setup while the patient's rn provided care for the critically ill new admission." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.